Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned for evaluation. Should relevant additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with therapy for peritoneal dialysis (pd). It was unknown if the patient was hospitalized for the event or what treatment was performed. On an unknown date, the patient recovered from the peritonitis.